Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 38.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was explanted due to noise. Patient's condition was stable post-procedure.